Manufacturer narrative:
The t:slim user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 157 mg/dl. A pump system check was performed and the occlusion was found to be within the infusion set tubing. The customer changed the tubing and resumed insulin delivery. Reportedly, the customer had been using humulin u500 insulin in the cartridge. The customer was aware that the insulin type was not labeled for use with the pump.